Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture date: monitor - (B)(4) - 06/01/2015. Belt - (B)(4) - 06/12/2015.

Event description:
A us distributor reported that a patient passed on an unknown date. It was reported that the patient was wearing the lifevest at the time of passing and that the system was alarming. The patient's download data reveals that the patient last wore the device on (B)(6) 2020. Clinical review of the patient's continuous ECG recordings from the last date of wear shows that they experienced an arrhythmia on (B)(6) with response button use. The patient's rhythm was ventricular tachycardia (vt) from 210 bpm to 250 bpm with motion artifact. It is unknown who was pressing the response buttons at this time. The lifevest properly detected vt, but motion artifact and response button use prevented the patient from receiving a treatment. The patient remained in vt until the electrode belt was disconnected. Due to the patient not receiving a treatment while in a treatable rhythm, reporting event out of abundance of caution. There is no indication that the lifevest caused or contributed to the patient's death.